Event description:
A report was received that the patient underwent an explant procedure due to an infection at the lead site. The physician feels the infection was not device related. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet. Model # sc-1110-02, (B)(4), description: implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.